Event description:
Customer complaint limited data available. Customer brought their device to their doctor to confirm inaccurate readings. The customer experienced terrible anxiety due to the inaccurate numbers.

Event description:
Customer complaint - limited data available I brought it to doctor's office because it was showing that my bp was 200/110. Measured along side nurse. She recorded 138/86. At the same time, it recorded 196/106. I was going to give myself a heart attack just by the anxiety from all the false readings it was giving me. Do not recommend.